Event description:
As reported, the ngage nitinol stone extractor could not open after being closed during an unspecified procedure. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d4. Investigation evaluation: description of event: as reported, the ngage nitinol stone extractor could not open after being closed during an unspecified procedure. Additional information has been requested but is unavailable at this time. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, of the device, were conducted during the investigation. Complaint device was not returned for cook to perform a device failure analysis. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and two nonconformances were identified and scrapped prior to distribution. The non-conformances may have been related to the complaint issue. A review of complaint history records shows no other complaints similar with the complaint device lot. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, did not provide any information related to the reported issue. The complaint device was not returned. There are multiple possible causes for the reported issue of the basket not opening and closing properly. Without the device available for investigation, the nature and cause of the issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.